Event description:
According to the info received, an end user reported a catheter with a cut off tip. The end user stated he had 6 catheters that are cut to a very sharp point. The user inserted one of these catheters which cut him and caused severe bleeding. The end user has stated that the bleeding from the urethra has reoccurred as add'l catheter insertions have irritated the damage. The user has stated he did not go to the doctor or hospital.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing. Coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or add'l info be received, a f/u report will be filed.